Event description:
It was reported that during a ptca treatment procedure, a pinhole penetration occurred at the inflation lumen of the balloon shaft. No patient injuries or complications were reported.